Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room due to the lead integrity alert (lia) being triggered. The right ventricular (rv) lead has a possible fracture. Upon interrogation, the lead exhibited high impedance as well as noise and low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.